Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge error message while attempting to load a new cartridge. The customers blood glucose level was impacted 328 mg/dl. It was indicated that the customer would use a backup pump as alternate insulin therapy.